Event description:
The following info was provided by the surgeon, the pt is doing well, the hyphema resolved and there has been no relapse. Add'l info has been requested.

Event description:
Cataract surgery with istent implantation was performed and at the one-day postoperative visit the pt presented with a large hyphema and hand motion vision. Initially, the hyphema resolved and the intraocular pressure was in the teens and vision improved. Subsequently, the pt's iop was evaluated. Additional info has been requested.

Manufacturer narrative:
The device remains implanted in the pt and is not available for evaluation. Device identifiers have been requested. Hyphema, decreased vision, and iop elevation are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4).